Manufacturer narrative:
This report is for an unknown 2.7 mm ulna osteotomy plate/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nagy, l., jungwirth-weinberger, a., campbell, d., and del pino, j.g. (2014), the ao ulnar shortening osteotomy system indications and surgical technique, journal of wrist surgery; vol. 3 (2), pages 91-97, (switzerland). The aim of this study is to present the indication and surgical technique of ulnar shortening osteotomy. A total of 46 patients underwent ulnar shortening osteotomy. Surgery was performed using the lcp ulna osteotomy system (depuy synthes, west chester, pa, USA). Follow-up period was more than one year. The following complications were reported as follows: 1 patient required revision osteosynthesis after traumatic avulsion of the plate from the bone 6 weeks postoperatively. In 13 patients (28%), the implant was removed. This report is for an unknown 2.7 mm ulna osteotomy plate. This is report 1 of 2 for (B)(4).